Manufacturer narrative:
External abrasions were found at 7.4-8.5cm from distal tip. Externalized conductors due to external insulation damage were found at 12.7-16.0cm from distal tip, consistent with lead friction to another device. Etfe coating on conductors was damaged at explant, but otherwise intact at this loca- tion. Externalized conductors due to internal insulation damages were found at 16.0-19.5cm from distal tip. Etfe was intact at this location. Internal insulation damages were found at 9.4-10.6cm and 39.0-40.1cm from distal tip. Etfe was intact at these locations. Internal insulation damage was found underneath svc shock coil at 25.4-25.6cm from tip electrode. The etfe was intact. Cause of noise undetermined.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. The patient reported experiencing inappropriate therapy. Upon interrogation, noise was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.